Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during a pulserider-assisted coil embolization procedure of an aneurysm at the basilar artery (ba) tip, a pulserider t 3mm, 8mm arch aneurysm neck reconstruction device (anrd) (201d / lot# unknown) was delivered and implanted via the prowler select plus microcatheter and coil embolization was initiate via the excelsior® sl-10® microcatheter (stryker). The issue occurred during the attempt to detach the pulserider device. After holding down the detachment button for a long time, the red light turned on and the buzzer sounded, and as such, the physician suspected that the pulserider failed to detach. It was reported that even when the physician pressed the detachment button for a long time again, the red light turned on and the buzzer sounded in the same manner. It was reported that there were four attempts made to detach the pulserider device. When the control box was changed, there were two more attempts to detach the pulserider device and the red light was on and the buzzer sound was heard. The pulserider accessory cable was replaced and three more attempts were made to detach the pulserider device, but all the attempts resulted in the red light illuminating and the buzzer sound heard. When the physician tried to raise the prowler select plus microcatheter to the leg part of the pulserider device, successful detachment was confirmed and the procedure was completed. The complaint reported that a continuous flush was maintained. There was no report of any patient adverse event or complication. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint cannot be confirmed. The lot number of the device is not known, therefore review of the manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pulserider-assisted coil embolization procedure of an aneurysm at the basilar artery (ba) tip, a pulserider t 3mm, 8mm arch aneurysm neck reconstruction device (anrd) (201d / lot# unknown) was delivered and implanted via the prowler select plus microcatheter and coil embolization was initiate via the excelsior® sl-10® microcatheter (stryker). The issue occurred during the attempt to detach the pulserider device. After holding down the detachment button for a long time, the red light turned on and the buzzer sounded, and as such, the physician suspected that the pulserider failed to detach. It was reported that even when the physician pressed the detachment button for a long time again, the red light turned on and the buzzer sounded in the same manner. It was reported that there were four attempts made to detach the pulserider device. When the control box was changed, there were two more attempts to detach the pulserider device and the red light was on and the buzzer sound was heard. The pulserider accessory cable was replaced and three more attempts were made to detach the pulserider device, but all the attempts resulted in the red light illuminating and the buzzer sound heard. When the physician tried to raise the prowler select plus microcatheter to the leg part of the pulserider device, successful detachment was confirmed and the procedure was completed. The complaint reported that a continuous flush was maintained. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-apr-2022. [Additional information]: on 20-apr-2022, additional information was received. The information indicated that there was no blood flow restriction/reduction as a result of the reported event. There was a pre-deployment electrical check performed. There was no report that the procedure was prolonged. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.